Manufacturer narrative:
The device remains implanted so is not available for evaluation. A photo of a radiographic image was provided and used for evaluation purposes. It is not clear what the artifact in the image is, however there are no indications that it is part of the device or that there are device failures present. There is evidence of a non-union which developed at the lower level of the construct at c6-7. However, the cause cannot be determined.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00109, and 3012447612-2018-00123 thru 3012447612-2018-00125.

Event description:
It was reported that there was a failed fusion at c6-7 and an artifact, possibly related to one screw, was seen via x-ray. There is no revision surgery planned at this time. This is report one of five for this event.